Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7124112.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.